Event description:
The customer reported several drops of fluid leaked at the probe wipe and onto the counter during patient sample analysis involving the coulter hmx hematology analyzer with autoloader. The customer noted dried deposits and fluid occasionally dripped from the probe wipe block. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the fluid leak originated from the blood sampling valve (bsv). The actuator was not functioning properly which caused the bsv to be misaligned, allowing fluid to leak from the bsv and the vacuum to drop during system startup and shutdown. The fse replaced the actuator and resolved the issue. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).